Manufacturer narrative:
Device was returned for evaluation. The returned device was given delivery testing using the customer's last used delivery protocol ("picu intermittent- sodium bicarbonate, 0.5meq/ml over 30 minutes"). During the test infusion, the patient's reported weight was used ((B)(6)); the infusion rate was calculated by the pump software to be 4ml/hr. The test infusion used a total dose of 2 ml using a bd 3 ml syringe. This testing showed the device software calculated the dose and infusion rate correctly and the device delivered within specifications. The test infusion ended after 30 minutes' delivery after the complete dose of 2 ml was delivered. No device problems could be identified during testing; the device functioned as expected. The device event log was downloaded and examined. The examination of the event history log verified that the pump software had used the programmed patient weight to calculate dose and had calculated correctly (rate of 4 ml/hr). Further examination of the event log showed the syringe plunger position when the infusion was started. The plunger position with the syringe size selected (bd 3 ml) indicated that the user had used a 3 ml syringe to deliver only 1 ml of medication. Therefore, the reported infusion time (~16 minutes) was correct: the patient received the prescribed medication amount at the prescribed rate. Because the infusion rate was 4 ml/hr, the medication amount used (1 ml) would infuse over 15 minutes' time. The pump was found to function as specified.

Event description:
User facility reported that the device was in use for infusion of sodium bicarbonate for a premature infant ((B)(6)). According to reporter, the patient had pulmonary hypertension and pulmonary hypotension and multiple resuscitation attempts were required on (B)(6) starting at 16:45 that day. The device was used for infusion starting at 22:21 (patient also received earlier infusion with this device at 18:54- please reference report 2183502-2015-00185 for that event). Reporter stated the infusion was programmed to deliver sodium bicarbonate at 1 meq per kg per 30 minutes. According to reporter, the expected infusion time was 30 minutes and infusion completed at approximately 16 minutes. Patient expired on (B)(6) at 00:40 due to "profound hypoxia related to pulmonary hypertension and pulmonary hypotension".